Event description:
It was reported that during a procedure, the 2x4 adaptor was implanted and produced a "short" on combination 1 and 2. The impedance was low (27 ohms) on combination 1 and 2. The adaptor and extensions were unscrewed and then "reset." The "short" was not resolved until the product was removed. A new 2x4 adaptor was used and implanted. There were no patient symptoms/injuries related to this event. The patient outcome was noted as alive with no injury or adverse event.

Manufacturer narrative:
(B)(4). Analysis of the adaptor (model 64002) found there was short between circuits on the proximal end of the conductors. The short was between circuits # 1 and 2 when dry. Very low impedance (39) between 1 and 2 when measured at the connector sleeves. The short was intermittent when the connector area was flexed.